Manufacturer narrative:
D4: UDI: as the lot and serial numbers for the device involved in the event were not provided, the full UDI is currently not available. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast implantation surgery with a 635cc mentor memorygel boost breast implant on the right breast. Post-operatively, the patient developed right breast wound infection. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2026. The replacement device was another mentor gel implant.